Manufacturer narrative:
H.6. Investigation summary bd has not been provided with photos or samples for catalog 301948 lot 1903209 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced leakage and a failure to contain blood/medication during use. The following information was provided by the initial reporter: according to the doctor's advice, the patient should be equipped with intravenous nutrient solution. During the configuration, it was found that the syringe could not be extracted normally. After inspection, it was found that the syringe was leaking, replaced the syringe immediately and reconfigure the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced leakage and a failure to contain blood/medication during use. The following information was provided by the initial reporter: according to the doctor's advice, the patient should be equipped with intravenous nutrient solution. During the configuration, it was found that the syringe could not be extracted normally. After inspection, it was found that the syringe was leaking, replaced the syringe immediately and reconfigure the patient.